Event description:
It was reported that the handpiece would not turn off while the equipment was being tested. There was no pt involvement. There was no medical intervention required or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device not turing off could not be duplicated. Service will complete any necessary preventive maintenance, and the product will be returned to the customer.